Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent migrated. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a stricture dilatation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was palliative treatment for a malignant stricture between the sigmoid and descending colon. The stent was implanted successfully. Following the procedure, the patient condition was improved and the patient was given chemotherapy treatments using avastin. Approximately two months following the stent placement, it was discovered that the stent had migrated to the rectum and a perforation was detected. The stent was left implanted within the patient. It was noted that the patient has severe peritoneal dissemination and, as a result, a stoma creation or surgery could not be performed. No treatment was administered for the perforation, but the patient is being monitored. The current condition of the patient was reported to be stable. The physician noted that the stricture had reduced in size as a result of the chemotherapy.